Manufacturer narrative:
(B)(4). As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 2 similar complaints reported with the item. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent primary left tha. Subsequently, the patient experienced a dislocation and closed reduction was performed.

Manufacturer narrative:
(B)(4). Remains implanted. Concomitant medical products: medical product: g7 hi-wall e1 liner 40mm I catalog #: 010000945 lot #: 6046200, medical product: g7 pps ltd acet shell 66i catalog #: 010000670 lot #: 6275966, medical product: tprlc 133 t1 pps so 22x164mm catalog #: 51-103220 lot #: 6143346, medical product: cer opt type 1 tpr sleve 0mm catalog #: 650-1066 lot #: 2959127. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
Patient underwent primary left tha. Subsequently, the patient experienced left tha dislocation and closed reduction was performed.